Event description:
It was reported that the asymptomatic patient presented to the emergency room and upon interrogation the pulse generator exhibited backup vvi operation. The device had reached normal elective replacement indicator. The device was explanted and replaced. No additional information was reported.

Event description:
New information reported stated that the patient was in good condition post surgery.